Event description:
It was reported that an occlusion alarm occurred, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high" although specific value was not provided. A correction bolus via pump was delivered to address bg. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.